Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient received the "replace generator" message, not "replace generator soon." Patient lost therapy due to ipg reaching end of life.

Manufacturer narrative:
B5 - updated event description to reflect ipg reaching end of life.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the "replace generator soon " message was shown in the patient controller. Patient lost therapy approximately in end of (B)(6) 2020. As a result, patient underwent surgical intervention wherein the ipg was replaced on (B)(6) 2020. Reportedly, effective therapy was restored.